Event description:
Boston scientific received information that this right atrial lead exhibited pacing inhibition and undersensing. The lead was observed to have dislodged. An invasive procedure was performed. The lead was explanted and replaced. No adverse patient effects were reported. The lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.